Event description:
Complainant had defibrillator implanted in 2005 due to weakened heart muscle (had heart attack 5 months earlier that went undetected). Eight mos later around 3:30 am he stated that his "defibrillator went off while he was in a deep sleep which felt like a ton of bricks had just landing on him. " he thought that an earthquake was occurring. He opened his eyes & saw that this wasn't the case & turned on his side to go back to sleep." A few seconds later he felt his defibrillator go off again." Later that morning he went to hosp to have his defibrillator checked, (this is where he goes routinely to have his defibrillator tested to ensure it is working properly). His md checked the defibrillator & "was able to determine that the defibrillator did go off twice within 12 seconds apart, but he could not determine why." His md contacted another md @ another hosp who informed him that the complainant "was lukcy he is alive because when the defibrillator goes off & there's nothing wrong with the heart it can create an arrhythmia when it's supposed to solve an arrhythmia." The complainant explained that "the whole purpose of a defibrillator is when one has an arrhythmia the defibrillator is supposed to stop the arrhythmia." "If the heart is not having an arrhythmia the defibrillator can create one and kill a person in a snap of the finger." It was determined that only one lead was causing the problem andthe complainant had to have another operation to replace the bad lead. The surgeon said that she didn't see anything wrong w/the lead only the sound that it was making. The lead was sent to pathology. The complainant rec'd the pathology report and it revealed that smaller wiring on the inside was broken causing the noise. There was no outside damage to the lead. He requested to have another brand of defibrillator implanted because he doesn't trust the one he has.